Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 432 mg/dl and 3.4 mmol/l trace ketones. Reportedly, the customer's continuous glucose monitor readings were not available and the customer overlooked the issue. Subsequently, the customer went to the emergency room and was hospitalized. Customer was treated with insulin to address the elevated bg resolving the high bg. No permanent damage was identified and no additional information was provided on customer's release date. Reportedly, the customer was instructed to reset the pump to resolve the out-of-range issue.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.